Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker confirmed that the device battery was depleted and measured below shutdown threshold, which was the cause of the reported issue. The device was tested with a test battery and was able to power on with no discrepancies. The root cause of the depleted battery could not be established. Device was archived by stryker. The customer was sent a replacement device.

Event description:
The customer contacted physio-control to report that their device shuts off when tested. In this state the device would be inoperable and defibrillation therapy may not be available if needed. There was no patient use reported with the event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device shuts off when tested. In this state the device would be inoperable and defibrillation therapy may not be available if needed. There was no patient use reported with the event.